Event description:
As stated by the customer (B)(6) 2010: "staff transferred stretcher, from the miranti base to the entroy pool lift. As they were lifting the pool hoist they noticed that the "ball joint" had not engaged in the white plastic socket, and was in-fact balancing on the base of the white sockets, the staff on duty then steadied the stretcher as they re-aligned the "ball joint with the socket. The stretcher did not fall of the hoist and no-one was injured." (B)(4).

Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.